Manufacturer narrative:
The product has been registered in USA (FDA (k970649), but in fact, this family of product is not sold in the us market. The cause of the event could be that a high effort has been applied to the instrument during the treatment. Enclosed document: report to (B)(6), answer coming from (B)(6) which closed the incident.

Event description:
During root canal procedure, a rotary file separated. The shank of the file separated from the latch grip component. The patient has no injuries because, the blade was removed easily from the teeth.